Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#:(B)(4) h4 : manufacturing date 2023-08-07 is for product ID nim4cpb1, serial # (B)(6). Additional code: img code g02005 applies to product ID nim4cpb1, serial # (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, nim shutdown two times and issue with wifi connection with patient interface. There was delay of 15 minutes and procedure was completed with backup product. There was no patient injury.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 the b5 section has been corrected to indicate that the procedure was completed with the reported product. H3: product analysis found that the customer complaint cannot be confirmed. After an endurance test, no wireless connection was lost. Software version v1.5.4 this is not the most recent version. H6: previously applied fdm-b17, fdr-c20 and fdc-d16 codes are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis found that the customer complaint cannot be confirmed. After an endurance test, no wireless connection was lost. Software version v1.5.4 this is not the most recent version. H6: previously applied fdm-b17, fdr-c20 and fdc-d16 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Procedure was completed with reported product. Additional information received indicates that during the event, troubleshooting was performed, and both the mainframe and patient interface worked as intended.

Manufacturer narrative:
Another regulatory report 1045254-2024-01294 has been submitted for the same event for product ID#nim4cm01, s/n: (B)(6) and product ID#nim4cpb1 with serial/lot #: unknown. However, the serial number for this has been submitted in regulatory report#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.